Event description:
It was reported that during a gastric bypass with roux-en y procedure, as the surgeon was making 1st transection across the stomach to make the pouch, device fired as usual with no indication of problem. When released, it was noticed that the staples at the distal tip had not formed properly and exposed the stomach. Used green reload to redo staple line. There was no pt consequence.